Event description:
In (B)(6) 2009, the patient underwent a bladder suspension (device used unknown). She developed an infection after the procedure and was given IV antibiotics (exact type unknown), but had no incontinence. Later in the month, the patient went to see the physician complaining of pain and discomfort during intercourse. The physician examined the patient and discovered that she had mesh exposure and a shortened vaginal vault. On (B)(6) 2009, the physician removed the pinnacle mesh from the patient and performed a vaginoplasty in an attempt to repair the shortening of the vaginal vault. The vaginoplasty was reportedly unsuccessful, and it was reported on (B)(6) 2011, that the patient has continued to experience shortening of her vaginal vault, to its current length of three inches. She is unable to have intercourse and has continuing problems with urination. The patient will undergo a skin graft procedure to attempt to fix the problem. All other information, including further information regarding the patient's current condition, is unknown and reportedly unavailable.